Event description:
Asr revision. Right asr implants. Reason for revision: pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation on this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New (B)(6) record created in order to update (B)(6) (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Right asr implants. Reason for revision: pain. Update from (B)(6) email 13th apr 2012: products added. (B)(6). Update received: 22nd october 2013 - added further revision reason: metallosis, metal debris, added surgeon: dr (B)(6) and patients name: (B)(6). Update received: 25th march 2014 - attached legal letter document, filled mapped to mw fields, added patient ID (initials), added product type: asr resurfacing system, added hospital area: (B)(6), added further hospital: (B)(6) and added further reasons for revision: femoral neck fracture (beyond 3 month post op where bone around prothesis broke), effusion of hip, inflammation causing osteoporosis of socket and breaking through causing leg shortening, implant noise - squeeching, snatter and gritting, collection of fluid.

Manufacturer narrative:
Depuy still considers this case closed to CAPA.